Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics assembly. No audio anomaly was noted. The low battery alarm could not be confirmed and no functional tests could be performed due to the blank display. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump was exposed to pool water and the display had gone blank later on. A constant tone was also noted. The insulin pump had not been dropped or bumped and showed no signs of physical damage. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.